Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 02/23/2010, 03/02/2010, 03/04/2010, and 03/17/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).

Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon stated, the refractive surprise is due to pt anatomy and irregular astigmatism and is not blaming the iol. Additional info has been requested.